Manufacturer narrative:
The ge service representative determined that the interconnect cable needed to be replaced. The service representative was unable to perform the repair remotely. No further service information was provided.

Event description:
The customer reported that the left screen on the 7900 system would not display an image. No patient injury was reported.